Event description:
As reported by the user facility. Five incidents since the beginning of march in which patients experienced a reaction during administration of taxol. Switched to set # (B) (4) (used to use (B) (4)). Two patients just starting taxol rx. Three patients who already have had some taxol doses. All of them got extremely flushed, "almost getting purple" and extreme feeling of warmth; patients were given benadryl and symptoms subsided quickly. Additional info provided by the facility indicated that the problem has been resolved. It was reported the facility went from using a gravity infusion set to using a pump set and the difficulty was establishing the rate flow. When the flow rate on the pump set was lowered and titered up, the problem was resolved. None of the patients suffered any additional adverse sequela associated with the incidents. The facility has had no further incidents.

Manufacturer narrative:
A sample was not returned to the manufacturer to be evaluated. This incident appears to be related to a (B) (4) for the facility and is not related to the manufacturing process of the reported b. Braun.